Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a failed self test alarm and that they had received failed self test alarms in the past as well. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.